Event description:
Initial report received 4/4/07 from physician: this spontaneous case involves a female pt who received treatment with injectable poly-l-lactic acid (sculptra) in her hands in 2006 from a different dr; pt age, dosage and indication were not provided. Relevant medical history and concomitant medications were not mentioned. On an unspecified date, shortly after the injections, she saw swelling. Then, on an unspecified date last week, she was working in her garden. She went to see the reporting physician and presented with a "tremendous" nodule in one hand, which was full of pus and painful. The physician was wondering if it was a hypersensitivity reaction to poly-l-lactic acid or an infection in her hand. The physician drained it and sent her to the emergency room. The pt received 3-4 days of intravenous antibiotics but the physician states that she is still having "problems" nos. Add'l info received on 4/19/07 from the physician in the form of a letter and photos: pt was treated with poly-l-lactic acid to increase the volume of her hands. Several months after treatment, she began to develop asymptomatic nodules on one hand and "a little later" on the other hand. The reaction was initially treated with intralesional corticosteroids with minimal results. The physician reported that "one week ago" (date of letter is "april, 2007), the pt developed severe pain, erythema and nodulosis on the right hand. On examination, the dorsum of the right hand was diffusely inflamed with "multiple pus-filled nodules" and the pt was barely able to close the hand. The physician was concerned that the pt's reaction did not represent a hypersensitivity or granulomata, but rather an infectious process. The pt was referred to the emergency room and placed on IV antibiotics; cultures are pending. Photos includes a right hand with multiple small "asymptomatic" nodules and a left hand with what appears to be 2 large "symptomatic" nodules with erythema and swelling. (Of note, in his letter, the physician stated that the asymptomatic nodules were in the left hand but in the photo, the asymptomatic nodules were in the right hand. Conversely, in his letter, the physician stated the pus-filled nodules were in the right hand, but in the photos, the "symptomatic" nodules were in the left hand.) No add'l info was provided. Batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved mfg batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects, damages detectable. Conclusion: no faults detectable. Add'l info received on 4/30/07: the physician mailed a paper copy of his letter and color copies of the photos, which were previously sent via email on 4/19/07. One additional photo of the left hand was provided. These color photos included a handwritten date of 3/29/07 and showed the right hand had 2 large erythematous nodules near the 3rd metacarpal phalangeal joint and the left hand had 2 small non-erythematous nodules (highlighted by drawn arrows). No add'l info was provided.

Manufacturer narrative:
Initial report 4/4/07: this spontaneous case involved a female who received treatment with injectable poly-l-lactic acid (sculptra) in her hands in 2006. On an unk, date she presented with a "tremendous " nodule in one hand, which was full of pus and painful. It was drained and she received 3-4 days of intravenous antibiotics. Add'l info 4/19/07: several months after sculptra treatment, she developed asymptomatic nodules on one hand and "a little later" on the other hand. They were treated with intralesional corticosteroids with minimal results. "One week ago" the pt developed severe pain, erythema and nodulosis on the right hand. On examination, the dorsum of the right hand diffusely inflamed with "multiple pus-filled nodules" and the pt was barely able to close the hand. Photos included a right hand with multiple small "asymptomatic" nodules and a left hand with what appears to be 2 large "symptomatic" nodules with erythema and swelling. Add'l info 4/18/07: batch record review was without hint to root cause. No lot number is available, an investigation has been performed on all potentially involved mfg batches which show that this kind of event is not batch related. Conclusion: no faults detectable. Nodule and injection site infection are considered listed in the labeling for the product. The MFR sees neither an increased trend in frequency or severity of these adverse events, nor any new safety signals as the result of this report. Nodule is typically a cosmetic concern and not a major medical issue that would result in permanent disability, a life-threatening condition, or fatal injury. Injection technique is considered to be a likely cause of the infection as no anomalies were found during batch record review that would indicate a likely cause. This report is being submitted to maintain consistency in adverse event reporting across regions.